Event description:
It was reported that the patient underwent a surgical procedure to explant this artificial urinary sphincter (aus) due to recurring incontinence. The physician found that the cuff was not completely connected. The pump and the cuff size were changed. There were no additional patient complications reported.